Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall. It was further reported that the right ventricular (rv) lead dislodged. The rv lead was revised one day after it was implanted and remains in use. No further patient complications have been reported as a result of this event.